Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.145 ohms. The acceptance range for this test is < 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.145 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter module was replaced, as the probable cause was determined to be component failure. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.096 ohms. CAPA-34 was initiated to investigate the root cause of the ground resistance test failure. Reference to complaint # (B)(4).